Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump to shutdown due to low power. The customer's blood glucose (bg) level was 250 (mg/dl). No corrective action was taken to address bg level. Tandem technical support educated the customer that a cartridge would need to be reloaded onto the pump to resume insulin delivery.